Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and pneumonia ('pneumonia') in a (B)(6) year old female patient who had essure (batch no. D40631) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criterion medically significant), pneumonia (seriousness criterion medically significant), fatigue ("extreme fatigue"), migraine ("migraines"), dizziness ("dizziness"), tinnitus ("tinnitus"), visual impairment ("vision disturbances"), disturbance in attention ("difficulty concentrating"), neuromuscular pain ("neuromuscular pain"), palpitations ("palpitations"), ascites ("ascites"), joint swelling ("swelling of the wrists"), insomnia ("insomnia"), dry skin ("dry skin"), dyspnoea ("shortness of breath, I lose my breath without any exertion") and dyspepsia ("heartburn") and was found to have body temperature fluctuation ("temperature variations"), 2 months 29 days after insertion of essure. The patient was treated with morphine. Essure treatment was not changed. At the time of the report, the abdominal pain, pneumonia, fatigue, migraine, dizziness, tinnitus, visual impairment, disturbance in attention, neuromuscular pain, palpitations, body temperature fluctuation, ascites, joint swelling, insomnia, dry skin and dyspepsia outcome was unknown and the dyspnoea had not resolved. The reporter provided no causality assessment for abdominal pain, ascites, body temperature fluctuation, disturbance in attention, dizziness, dry skin, dyspepsia, dyspnoea, fatigue, insomnia, joint swelling, migraine, neuromuscular pain, palpitations, pneumonia, tinnitus and visual impairment with essure. The reporter commented: patient¿s current status: I feel old, I can no longer make any exertion and have a life of an active woman in paying the consequences of that, I am forced to take morphine, I lose my breath without any exertion, in short I do not have the health of a (B)(6) year old woman. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2002627) on 02-mar-2020. The most recent information was received on 13-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and pneumonia ('pneumonia') in a 41-year-old female patient who had essure (batch no. D40631) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2016, the patient had essure inserted. On (B)(6)2016, the patient experienced abdominal pain (seriousness criterion medically significant), pneumonia (seriousness criterion medically significant), fatigue ("extreme fatigue"), migraine ("migraines"), dizziness ("dizziness"), tinnitus ("tinnitus"), visual impairment ("vision disturbances"), disturbance in attention ("difficulty concentrating"), neuromuscular pain ("neuromuscular pain"), palpitations ("palpitations"), ascites ("ascites"), joint swelling ("swelling of the wrists"), insomnia ("insomnia"), dry skin ("dry skin"), dyspnoea ("shortness of breath, I lose my breath without any exertion") and dyspepsia ("heartburn") and was found to have body temperature fluctuation ("temperature variations"), 2 months 29 days after insertion of essure. The patient was treated with morphine. Essure treatment was not changed. At the time of the report, the abdominal pain, pneumonia, fatigue, migraine, dizziness, tinnitus, visual impairment, disturbance in attention, neuromuscular pain, palpitations, body temperature fluctuation, ascites, joint swelling, insomnia, dry skin and dyspepsia outcome was unknown and the dyspnoea had not resolved. The reporter provided no causality assessment for abdominal pain, ascites, body temperature fluctuation, disturbance in attention, dizziness, dry skin, dyspepsia, dyspnoea, fatigue, insomnia, joint swelling, migraine, neuromuscular pain, palpitations, pneumonia, tinnitus and visual impairment with essure. The reporter commented: patient¿s current status: I feel old, I can no longer make any exertion and have a life of an active woman in paying the consequences of that, I am forced to take morphine, I lose my breath without any exertion, in short I do not have the health of a 44-year-old woman. Batch no:d40631 production date :2014-12-17 expiration date :2017-12-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.